Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was too much magnetic interference for the catheter and mapping system to collect data and carry out the case. It was noted that the patient had a left ventricular assist device (lvad), and it was surmised that this was related to the issue and caused interference with the procedure. The procedure was aborted due to magnetic interference and was not continued with another system. No further patient complications have been reported as a result of this event. It was further reported that the patient was under general anesthesia when the procedure was aborted.